Event description:
Device malfunction: none. Symptoms / ae: filling defect. Time of ae: during the procedure. It was reported that during a right internal carotid artery stenting procedure, after placement of the first stent and removal of the embolic protection device, a filling defect was noted at the distal portion of the stent. The vessel was aspirated and additional heparin was given with no resolution. A second embolic protection device was deployed and a second rx acculink stent was placed distal to the first stent, caging the filling defect. There was no adverse pt sequela reported. One day post-procedure, the pt was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
There was no rx acculink device malfunction reported. Thrombosis is a known potential adverse event associated with the use of the device as listed in the rx acculink instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.